Event description:
The customer reported leaking from the filter during a tpn infusion after 2-3 days of use; their policy is to change their tpn tubing in nicu every 96 hours. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.